Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician will evaluate the device. Afterwards the defective component will be requested to return for further investigation of the manufacturer. The investigation is pending . A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: "signal alarm, no flow reading. No patient involved." No further information was provided up to date. (B)(4).

Manufacturer narrative:
The affected rotaflow drive has been forwarded to the manufacturer em-tec for investigation and if applicable repair. According to the service report of em-tec the described error could not be understood despite intensive investigation. The following actions with regard to error reproducibility were carried out: check at higher ambient temperature (~ 45 c) - no influence can be detected - connection cable mechanically stressed with connections - no influence can be detected -optical check of the connector carried out - no anomaly detected - flowsensor disintegrated and optically tested - no anomalies can be detected bonding between sensor body and us ceramic optically and mechanically checked - no findings. A preventive exchange of the flow sensor is recommended. In addition, a strong unbalance at 4000 rpm was detected during the functional check. Several plastic clamps are broken at the rfd magnet coupling (a preliminary fall is a precedent for this). The magnet coupling has been replaced. Flowsensor has also been replaced and recalibrated. Function and final test performed. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).